Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the load set, no food, and no flow out alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not delivering the full amount of the feeding. There was no indication that the pump infused at a rate that mmdg would consider reportable. When the pump was returned to mmdg for evaluation the load set, no food, and no flow out alarms did not alarm as expected. They failed to alarm. The initial reporter stated that the complaint had occurred during testing and had no affect on a patient. The alarm failure was discovered at moog. (B)(4).